Event description:
Contact reported a recurring malfunction with her son's insulin pump, which displayed error codes 16-0x4014 and 12-0x2071 at various times. There was no adverse impact to the customer's blood glucose level. The customer expressed confusion over whether a software update would resolve the issue and requested assistance from technical support to arrange for a replacement pump after filling out an acknowledgment form multiple times.